Event description:
It was reported that balloon rupture and balloon detachment occurred. The target lesion was located in a fistula that had many overlapping stents within. A 7.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, after many inflations, the balloon was caught on a stent strut of a previously placed stent. The balloon ruptured and was stripped off from the catheter. The physician was able to retrieve the entirety of the balloon with a snare. No patient complications were reported and patient is fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The balloon and inner shaft were separated. The separated balloon and inner shaft ends were jagged indicating that the balloon separated due to tensile forces. The distal end of the balloon was bunched over the tip and the tip was damaged. The reported balloon burst and detachment were confirmed.

Event description:
It was reported that balloon rupture and balloon detachment occurred. The target lesion was located in a fistula that had many overlapping stents within. A 7.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, after many inflations, the balloon was caught on a stent strut of a previously placed stent. The balloon ruptured and was stripped off from the catheter. The physician was able to retrieve the entirety of the balloon with a snare. No patient complications were reported and patient is fine.